Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, premature battery depletion was observed. The remaining longevity was 5.6 years on (B)(6) 2016 and now it was 1.4 years to eri. Review of session records confirmed that the battery depletion was not normal. The patient will be scheduled for generator replacement.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.

Event description:
New information received notes that the patient is not dependent and does not have history of vt/vf episodes. Physician decided to continue to monitor the patient until the battery depletes. Patient was enrolled in merlin.net and will be followed remotely.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.